Event description:
It was reported that the patient received a patient notification. Upon interrogation, oversensing, high capture threshold and low r-wave sensing were observed. The lead remains implanted. Patient is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.